Event description:
It was reported "screen is unresponsive sometimes and is impacting his ability to unlock and utilize the device properly". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.